Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of clip did not deploy properly.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used for screening during a colonoscopy procedure performed on (B)(6) 2026. During the procedure, the clip did not deploy properly. It was noted that the clip was initially unable to release. The clip eventually released from the catheter after a few attempts of pushing the catheter out more. The procedure was completed with the original device. There were no patient complications reported as a result of this event.